Manufacturer narrative:
Unit received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Traces of moisture were noted at electronic assembly per visual inspection. Unit received with minor scratched lcd window. (B)(4).

Event description:
The parent of a customer reported via phone call that the insulin pump was worn inside of a hot tub and that there is fluid inside of the display screen. Customer's blood glucose was 200 mg/dl at the time of incident. Troubleshooting was done for damage and the pump alarmed button error after troubleshooting. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis. No further information was provided